Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer changed pump supplies to resolve the occlusion and cartridge alarm. The customer could not confirm if the cartridge was removed during the load sequence. Customer's blood glucose level was 449 mg/dl.